Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for post deployment complications due to patient not complying with ambulation guide. As per the provided information, hemostasis was achieved by the angioseal device, and no issues were noted post deployment. The cause of the issue is not following the ambulation guideline. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Patient identifier: (B)(6). Explanted date: device was not explanted. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported an issue with the angio-seal device after same-day discharge. The patient had a left groin stick for a superficial femoral artery (sfa) atherectomy of the left extremity. A 6fr destination was used for up and over support. The staff reported that an ultrasound was used for access and that the angio-seal was placed appropriately. The angio-seal was used at 9:00 and the patient was discharged at 11:00. Around 1300 on the same day, the patient reported bleeding from her groin at home after having intercourse. The patient was seen in the emergency room (ER) by the performing physician. No pseudo was noted, and pulses were within normal limits. The patient was discharged home that evening. The patient was stable at home. The procedure was successful. Manual pressure was held by ambulance personnel and emergency room (ER) staff. The physician stated that the patient did not follow the discharge instructions.